Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited low shock impedance measurement (less than 200 ohms). Lead integrity testing was completed with provocation, and maneuvers which reproduced noise in the atrial channel, but not on the ventricular or shock channels. Device was reprogrammed rv coil to can. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.